Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2021. During the procedure, the endoscope image was not shown on the screen when the spyscope ds ii was plugged into the controller. The nurse tried to plug in another spyscope ds ii; however, it did not work as well. The procedure was not completed due this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.